Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2015-06432. It was reported the patient experienced changes in his scs system stimulation. Surgical intervention took place on (B)(6) 2015; at which time, it was determined one of the patient's leads had a fracture. The patient's entire scs system was explanted and replaced. The patient's ipg was replaced electively. Effective stimulation was reportedly restored postoperative. As it is unknown which lead was fractured, all possible lots are being reported.